Event description:
A tps console was sent for evaluation because it was causing handpieces to run faster than the pre-set speed and it would not maintain the present speed. The event occurred prior to a procedure. A readily available alternate console was used to complete the procedure; no clinical significance was attributed to the reported 10 minute delay.

Manufacturer narrative:
It is not possible to determine the cause of the event without an evaluation of the device. Additional information will be submitted if the device is received and the quality investigation is completed.